Manufacturer narrative:
Programmer model 37743, serial # (B)(4), accessory model 37752, serial # (B)(4), lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2008, explanted: na.

Event description:
Additional information received noted that the ins had not functioned since a car accident. Prior to that the patient's device was already in overdischarge. As the patient's accident was so severe (6 days on life support postaccident) the patient had not had a discussion yet with his physician to determine if scs system should be replaced or removed. They had been focusing on his rehabilitation.

Event description:
It was reported that the patient was in a car accident two months ago and was hospitalized for several weeks. He lost his patient programmer and could not get the implantable neurostimulator (ins) to respond with his recharging system. An x-ray showed potential lead migration, and the patient stated the lead was in an "s" shape and was not like that before. The patient had an appointment scheduled for (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.